Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and swelling. No further patient complications were reported.